Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of automated peritoneal dialysis therapy. The supply bag became disconnected from the supply bag become disconnected from the supply line of the homechoice cassette for an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was discontinued for the evening. No patient injury or medical intervention was associated this incident per the home patient.